Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The physician was using the wire with a another manufacturer's device and cxi support catheter. Upon attempting to cross cto, the physician noted the wire had broken off. Upon removing the devices used, all devices and device portions came out of the patient. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, instructions for use (IFU), quality control, specifications and a visual inspection of the returned product was conducted. The visual examination noted that wire guide was fractured. Further examination found that the coating was free of defects such as flaking or peeling. Wire guide is inspected per qc specification, verifying the coated core wire outside diameter is within tolerance and the specified length of overall guide. Prior to sealing of the pouch, an inspector also visually verifies the wire(s) are free from damage. The provided IFU states under precautions "avoid manipulating or withdrawing the wire guide back through a metal needle or cannula. A sharp edge may scrape the coating or shear the wire guide. A catheter, introducer sheath or vessel dilator should replace the needle as soon as the wire guide has been inserted in the vessel." Based on the information provided and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
The physician was using the wire with a another manufacturer's device and cxi support catheter. Upon attempting to cross cto, the physician noted the wire had broken off. Upon removing the devices used, all devices and device portions came out of the patient. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.